Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that all the keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, all keypad buttons responded appropriately to user input. The keypad was intact. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage to the keypad flex was found. The original complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the audio bolus button cover was torn but responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).